Event description:
At end of the surgical procedure, during closure of the left internal/common femoral artery with a 5 fr mynx closure device, the device became lodged under fluoroscopy, the surgeon attempted removal but a small fragment of the wire was left near the implanted graft.